Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped fill tubing and requested a minimum of 50 units during the load process. There was no impact to the customer's blood glucose level. Customer filled cartridge with water in order to save insulin and was able to load successfully.